Event description:
The physician attempted to perform a novasure procedure on a nulliparous patient and experienced difficulties during the cervical dilation phase of the novasure procedure. After dilation was completed, physician inserted the device and initiated the cavity integrity assessment (cia) test. Cia test failed indicating possible perforation of the uterine wall. The physician could not rule out the potential perforation and since the patient wanted a definitive resolution to her condition (consent for ablation and hysterectomy was signed ahead of time), physician stopped the novasure and performed hysterectomy. Perforation was confirmed during hysterectomy. Hysterectomy and recovery was normal. Patient was discharged and is currently doing well.